Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the scs ipg site. The physician noted the pocket appeared to be infected. Consequently, the patient's scs system was explanted. Reportedly, the patient was treated with IV antibiotics and the infection resolved.